Event description:
It was reported to boston scientific corporation that the leveen coaccess electrode system device did not deploy completely, "did not get a good umbrella shape". According to the complainant, after performing a partial liver ablation, the device was removed from the patient. After deploying the probe outside the patient, the user noted that the electrode tines "were all tangled" and "looked like the shape of a t." Reportedly, the device was replaced with another leveen coaccess electrode system device to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition, at the conclusion of the procedure, was reported to be "fine".

Manufacturer narrative:
The returned device was received with the electrode array retracted into the cannula and with a slight bend in the cannula. A functional assessment noted that the array was difficult to extend and retract. The tines of the electrode array were bent and twisted. The leveen coaccess electrode product directions for use state: "note: the end of the electrode is not sharpened. Therefore, advancing the system further into the tissue after the initial placement requires that the electrode be disengaged and removed from the insulated cannula. The sharpened stylet then can be placed within the insulated cannula allowing the system to be advanced further into the tissue. With the electrode fully engaged with the insulated cannula, deploy the array within the target tissue by advancing the movable portion of the handle with one hand, while maintaining the position of the cannula and handle with the other hand. It was important to keep the cannula stationary during array deployment. If the handle moves during deployment, the array will not deploy fully into the tissue". Although the cause of the reported malfunction is undetermined, it is likely attributable to user interface and operational context.